Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed in the laboratory via review of stored electrograms. Analysis found high voltage output circuit damage on the device. The damage was consistent with being caused by the delivery of hv therapy into a low impedance.

Event description:
It was reported that an alert for high voltage lead issue was observed. Upon interrogation, a device error message was observed. It was noted that patient was undergoing radiotherapy and had various noise episodes. A few days later, patient had an episode of vt and received a shock. The physician decided to explant the lead. During explant, physician found a capped atrial lead that appeared fractured near the clavicle.